Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was use of a non-olympus lamp.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse was unable to duplicate the reported problem and a cause was not assigned. The fse noted that the xenon lamp was a non-olympus lamp at approximately 200 hours of usage and a recommendation was made that an olympus xenon lamp is installed if the problem continues. As stated in the instructions for use: "warning: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
Olympus was informed of a report that the xenon lamp extinguished intermittently. There was no patient injury or harm, associated with the problem, reported to olympus.